Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient's legal counsel further reported that acetabular loosening was allegedly noted during the revision procedure. The modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient's legal counsel further reported that acetabular loosening was allegedly noted during the revision procedure. The modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 right hip revision operative report noted the presence of fluid, synovitis, debris, scar tissue and a loose cup. The acetabular cup, taper adapter and modular head were removed and replaced with a competitor's cup and biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01381 / 01383).